Event description:
A report was received that the patient had an infection in the left lumbar area. The symptom was pus in the area. The physician believed that the infection was not device or procedure related. Antibiotics were prescribed. The patient underwent a revision procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.